Event description:
Attempt to implant lens and it became stuck in the cartridge. The lens was not implanted and there was no pt contact. The model and lot numbers of the cartridge and injector were not specified by the facility.